Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support; therefore, no additional information could be obtained.